Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) would not open when the surgeon took control of the instrument. The customer pulled out the vse instrument and put it back in. However, the surgeon was still unable to open it. The customer pulled out the instrument again to check. The customer noticed the lock was loose and would not allow the instrument to be opened. The customer used a backup vessel sealer instrument to continue the case. The procedure was completed with another instrument with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend was analyzed and found to have little or no movement output (grip open/close) to what the hand motion was being experienced at the master tool manipulator (mtm). The grip remained stuck and would not fully open. Additionally, the instrument housing was removed, and the grip ring was found not being secured in the backend. Further advanced failure analysis evaluation confirmed that the grips would not open or close with the grip release lever or when placed on the system. The grip ring was confirmed to be dislodged. Upon inspection, it was found that the set screw was loose. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.